Manufacturer narrative:
The patient subsequently experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent.

Event description:
It was reported that during high flow therapy (hft) administration with delivery settings of 80 l/min at 100% fio2, the v60 ventilator experienced a decrease in delivered flow to the patient as a result of obstruction detection. The patient subsequently experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent. The v60 ventilator was in clinical/therapeutic use at the time of the alleged event with hft settings of 80 l/min, fio2 100%. Patient interface and device circuit configuration has not been reported. Patient demographics or identified data has not currently been provided. During therapy, device delivered flow was decreased due to an unspecified obstruction detected, resulting in patient desaturation of spo2 to an unspecified extent. Due to the event in question, the patient was removed from the v60 ventilator and placed upon a secondary/backup device (settings, configuration, make/model unspecified). No additional harm or injury has been noted. The device data logs and events were reviewed by philips ventilation technical support specialists and field service engineer with no failure or malfunction found. It was determined that the v60 ventilator was functioning as designed to manufacturer specifications. The customer was provided information and education regarding hft therapy behavior in regards to obstruction and resistance detection by the field service engineer. Further resources were provided to the customer for additional training and support if required. No further device service or investigation was requested by the reporter. Based upon the information provided, no device malfunction or failure to perform to manufacturer specifications has been found. The device was in use at the time of the event. Due to the event in question, the patient was removed from the v60 ventilator and placed upon a secondary/backup device (settings, configuration, make/model unspecified). No additional harm or injury has been noted. No device malfunction or failure to perform to manufacturer specifications has been found. Device behavior is expected upon detection of obstruction to flow during administration of hft.